Manufacturer narrative:
Device sent to cook inc for evaluation. Supplier notes will be sent to william cook (B)(4). Unknown as information was not provided by reporter. (B)(4): device forwarded to cook inc on (B)(4), 2011. As of this date cook inc has not yet received the device. The investigation is in progress.

Event description:
As per e-mail from sales representative: "the graft was implanted in 2005: type 2 endoleak from the mi from day 0 after implantation. But you did not see more contrast in the aneurysmal sack than before. Diameter of the aneurysm was growing but real slow; about 8mm in 5 years. (B)(6), 2011 the patient came in with a contained rupture. (B)(6), 2011 explantation of the graft took place. The physicians measured the pressure in the sack and it was the same as the patient's pressure. So it seemed as there was no endograft. (B)(6), 2011: it was confirmed that adverse effect on patient was: acute abdominal pain (prior to device explantation). A vascular clamp was put above the truncus, the physicians opened the aneurysm and there you saw the graft. Everything looked fine. When the physicians opened the clamp, blood was coming out real fast at one of the stitches. The physicians also explanted a zenith endograft. Section which remained in the body: supra renal stent stayed in place. Further information received on (B)(6), 2011: the exact parts numbers of the involved devices: tffb with possible endoleak type iii. Parts of device involved: only main body had problems.